Event description:
Same case as MFR#:2134265-2010-01527, 2134265-2010-01529.it was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis occurred followed by patient death.in (B) (6) 2007, a 3.00x24mm taxus express2 stent (more proximal) and a 2.50x24mm taxus express2 stent (more distal) were placed overlapping in the left anterior descending (lad) artery. The patient was ¿very ill¿ and an intra-aortic balloon pump (iabp) was placed. The procedure was successful and the patient was discharged with no complications or injuries.in (B) (6) 2008, the patient returned for a reintervention. The reason is not known. A 3.00x16mm taxus express2 stent was implanted in the proximal lad.in (B) (6) 2009, a 2.5x12mm promus stent was implanted in the left circumflex (lcx).seven months post the stenting procedure, the patient was admitted to the emergency room with chest pain and elevated st levels. An EKG was performed, and the physician determined thrombosis was present in the location of the taxus express2 stents. The patient coded and died before intervention was performed.

Manufacturer narrative:
Death date and event date - (B) (6) 2010 or (B) (6) 2010. Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)